Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the inner implant box was discovered to be placed in the sterile box backwards and the peel stuck to the outer box, compromising the sterility of the device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned, evidence that the inner tray was assembled 180 degrees off, which caused the inner seal to be sealed in the outer seal. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause was determined to be a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
As returned, the inner cavity was misoriented in the outer cavity, causing the peel tab of the inner tyvek to be sealed into outer cavity and tyvek. The implant packaging was the concern; therefore the implant was not reviewed. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the tibial component. The failure reported in the complaint is a known issue inherent to the packaging configuration design and the packaging procedure incorporates steps to mitigate this issue. Inspection of the returned product found that the inner tyvek lid was fully sealed and sterility was not compromised; there was no risk for the patient.